Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was confirmed that there was no deformation at the site where foreign material remained. It could not be confirmed how the reprocessing had been implemented prior to return due to no obtained information. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.